Event description:
Reportable based on additional information received on 03nov2021. It was reported that stent dislodgement occurred. The 75-80% stenosed target lesion was located in severely tortuous and severely calcified left anterior descending artery. A 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, it was failed to cross the lesion. The device was removed but found that the stent was accidentally demounted from the balloon. The procedure was completed with different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 38mm stent delivery system (sds), catheter was returned for analysis, the following attributes were examined: the device was returned without a stent. A review of the manufacturing stent profile data was performed and the stent od at the time of manufacture. This is within max crimped stent profile measurement. The balloon cones were reviewed, and signs of positive pressure were noted. The balloon was in a deflated state. No issues were noted with the balloon material. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues along the shaft polymer extrusion. No other issues were identified during analysis.